Event description:
The technician alleged that the head of the bed is drifting down slowly. No pt impact.

Manufacturer narrative:
The technician replaced the head valves and the cardiopulmonary resuscitation valve to resolve the issue.